Manufacturer narrative:
Product analysis: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's death was due to sepsis. No additional information could be obtained through follow-up. The system was removed and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.